Event description:
It was reported that the patient with this artificial urinary sphincter was hospitalized for an unspecified reason. He stated he believes the device was not deactivated properly at that time as he feels a burning sensation upon pressing the pump. He also noted that the nurse did not want to remove the catheter as he had concerns about risk of erosion. The patient services consultant suggested he contact either the attending or the implanting urologist. The patient stated he would speak to the staff. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.